Manufacturer narrative:
A getinge authorized service engineer replaced the main board and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use on a patient the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp. Upon turning on the unit and performing system testing, the iabp passed all testing performed and the balloon started to ventilate. The fse then set the iabp into maintenance mode; however the iabp alarmed "electrical test fail code# 52". The fse proceeded to perform a leak test, however the iabp did not respond. The repair of the iabp has been completed at this time. A supplemental report will be submitted when additional information is provided. Full event site name: (B)(4).

Event description:
It was reported that prior to use on a patient the cs100 intra-aortic balloon pump (iabp) was not working. There was no patient involvement, thus no adverse event was reported.